Event description:
Medic delivered a series of 3 stacked shockes (200 - 300 - 360). Summary report failed to record the 3rd shock at 360 joules. The monitor that was on unit malfunctioned. Medic administered 3 shocks for ventricular fibrillation and the monitor did not record the third shock of 360j.